Event description:
It was reported that the customer had a motor error alarm during prime on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was advised to change complete set. The customer states that motor error occured 3 times in the last 30 days. The customer was advised that we are sending replacement of the insulin pump. The customer was asked verbally and in written form to return broken insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.